Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and the intermittent issue with syringe/flanges were verified by an ear clip sensor test. The cause of the problem was a faulty optocoupler. The optocoupler was replaced to fix the issue.

Event description:
It was reported that the pump had issues of not reading the 10cc bd syringe consistently or it did not detect the 10cc syringe correctly. From testing, the syringe ear sensor was not consistently reading ¿true¿ when syringe was in place. There was no patient involvement, and no adverse event reported.